Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
Reportedly, the physician found the pacemaker in standby mode on (B)(6) 2011. The physician re-initialized the pacemaker without difficulties. He asked for the root cause of the switch to standby mode. Preliminary analysis showed that the device switch to standby mode because a data was corrupted. The root cause of this parameter alteration could not be identified with certainty but the most probable hypothesis would be a software error: "single event upset " or "bit-flip" (i.e. A change of state of one bit). This is a well known and non-destructive phenomenon in microelectric circuits.